Manufacturer narrative:
The complaint of a leak was confirmed, and will be considered supplier related. A leak was detected at the needle hub of the returned safestep infusion set. The leak path was located along the interface between the proximal end of the needle and the extension set tubing. A chr was not completed since the lot information was not provided by the complainant.

Event description:
Chemotherapy leaked on patient's arm while at home.